Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139373.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and patient information.